Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was unknown. It was reported that the patient was hospitalized for the event. Treatment was unknown. It was reported that the patient was recovering from the event. Pd therapy is ongoing. No additional information is available.